Event description:
It was reported that there was high impedance greater than 2000 ohms. It was further reported that the patient experienced diaphragmatic stimulation and went to the emergency room, where the pacing threshold output was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance greater than 2000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.